Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon initial attempt, the device could not be interrogated. It was later determined that the device had migrated, and so the device was able to gain telemetry once it was located in the patient. The device was functioning normally, and remains in use. No patient complications have been reported as a result of this event.